Event description:
A female broke out in mouth area after using product. Symptoms did not abate after she discontinued using the product. She saw a doctor, had surgery. Symptom suggest hypersensitivity reaction.